Event description:
Upon debulking a marrow product for buffy coating on the cobe cell washer, the cobe cell processing bag split at the junction. A new processing bag was used to complete the buffy coating process.